Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. There was no impact to the customer's blood glucose level. Reportedly, the pump was not outside the labeled altitude operating range. Customer reverted to manual injections for insulin therapy.